Manufacturer narrative:
The electrode pads were returned to zoll netherlands for evaluation. The customer's report was verified and attributed to faulty electrodes pads. The electrodes pads were replaced to remedy the customer's report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect the pads. Complainant indicated that there was no patient involvement in the reported malfunction.